Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image depicts a broken conductor wire sticking out at the wrist of 8mm curved bipolar dissector instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor cable on 8mm curved bipolar dissector instrument broke away due to an intraoperative collision with another instrument. The reported instrument was removed and replaced. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken cable on reported 8mm curved bipolar dissector instrument was black. The cable was fully broken. The wire on reported instrument was not exposed due to an entanglement between two different instruments. Customer observed that instrument emitted more bipolar energy after the cable breakage. Hence, the instrument was replaced immediately. There were no signs of thermal damage on the instrument. A photographic image of broken cable was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm curved bipolar dissector instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at the yaw pulley location. The instrument failed an electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.